Event description:
This 55-yr-old female underwent bilateral subcutaneous mastectomies with gel reconstruction using gel implants "several years ago" at another facility. Despite four sets of implants, this pt has continued to have difficulties with the implants, specifically deformity and pain, a known ruptured implant, and a fear of possible relationship to systemic symptoms. The MFR of the gel implants is not known to the reporting facility as they were implanted at another facility. The exact date of implantation is not known.